Manufacturer narrative:
The insulin pump had no button error alarm. The pump had an intermittent button response due to moisture damage on the keypad trace. The pump also had a minor scratched lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Event description:
It was reported that the customer had the insulin pump pressed against him when he went jogging. The pump now has a button error alarm and it cannot be cleared even after a battery change. Customer's blood glucose was 10 mmol/l at the time of the incident. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.